Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Moisture damage was also noted to the motor during the visual inspection. The functional testing could not be completed due to the blank display. No audio anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was fully submerged in pool water and that a constant tone was occurring. Fluid was noted under the display. The insulin pump had not been dropped and had no cracks. The insulin pump had a constant alarm and blank screen during the self test after it had been dried out in a bag of rice. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.